Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after lead connection, exit block occurred intra- operatively. The lead was disconnected and reconnected. The next day, the exit block recurred with >2000 ohms lead impedance. Therefore, a new device was placed.